Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. There was no reported device malfunction. The reported patient effect of diminished pulse is listed in the perclose proglide instructions for use as a known adverse event. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other proglide device is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the sheath was upsized to 14f and the tavr procedure was completed. The pre-placed sutures were used to achieve hemostasis. Post procedure, it was noticed there was a reduced pulse in the right ankle. The patient was sent for surgery where it was found plaque had dislodged and occluded the vessel. The access site was surgically closed after an endarterectomy to clear the artery. There was a reported clinically significant delay in therapy. Medication was increased and hospitalization prolonged. No additional information was provided.